Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. Improper techniques were identified in the complaint. These may have contributed to the unexpected results observed by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The caller alleged a variance between the inratio inr result and an alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.4, poc inr: 2.1. Therapeutic range: 2.0 - 3.0. The time between testing was approximately two (2) minutes. The caller reported using one finger stick for multiple tests and not using the first drop of blood on the inratio test strip. These are considered improper techniques when performing the inratio testing. There was no reported adverse patient sequela. There was no additional information provided.